Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was progressively losing time. The pump time was noted to be off by 4 minutes. There was no impact to the customer's blood glucose level.